Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual and microscopic examination of the device found damage to the proximal side of the stent with stent struts misaligned and bunched in a distal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 10-nov-2017. It was reported that crossing difficulties were encountered. Coronary angiography was performed which revealed a 90% stenosed target lesion located in the moderately tortuous and severely calcified left anterior descending artery. After pre-dilatation was performed with a 2.0 x 20mm non-bsc balloon catheter, a 2.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the calcification. The device was removed, several balloon inflations were performed, and the procedure was completed with a 34mm stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.